Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm the system error 322 alarm through review of the device event history log. The alarm could not be reproduced and a cause could not be identified. The pump was tested with passing results. Baxter has initiated and approved remedial action; however this device has a version of software that does not have an approved software update. The device was found to be operating mechanically as designed and no action will be taken at this time. System error 322 will occur when the pump transitions form the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this system issue.

Event description:
It was reported tha a spectrum pump displayed system error 322 during patient care in the care care in the critical care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.